Event description:
A physician placed the fox plus pta catheter in the iliac. When the physician inflated the balloon, it ruptured at nominal pressure (8atm). There was no report of a pt injury.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.